Manufacturer narrative:
Occupation: urology coordinator. PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy, two ncompass nitinol tipless stone extractors broke while attempting to extract a ureteral stone. The other of these two devices has been reported under patient identifier (B)(6). A third of the same device was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, during a ureteroscopy, two ncompass nitinol tipless stone extractors broke while attempting to extract a ureteral stone. The other of these two devices has been reported under MDR # 1820334-2020-01641. A third of the same device was used to successfully complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, the instructions for use, and quality control data. One ncompass nitinol tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle in the open position with the basket formation retracted in the basket sheath. The mlla [male luer lock adapter] was tight and the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.5 cm. The support sheath was severed 3 mm from the nose of the mlla. The cannulated handle was protruding from the mlla and was exposed 3.3 cm. The coil assembly was bent at the end of the cannula. Kinks were found in the basket sheath 87.2 cm from the distal tip and 1 cm from distal end of the support sheath. The basket sheath was severed approximately 27.4 cm from the nose of the mlla. 2 cm of coil was exposed where the basket sheath was severed. The handle was disassembled, the basket formation could not be manually actuated. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. In response to this incident the device history record was reviewed and there were no related non conformances. A database search revealed no other complaints had been reported from the complaint device lot. The product specification was reviewed and all extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was closed and could not be opened due to extensive sheath damage. The sheath was found to be kinked and separated in multiple locations along its length. The amount of damage indicates the device was exposed to excessive force during use. The IFU contains information that excessive force can cause damage to the device. The conclusion of the investigation is that the excessive force was inadvertently applied to the device during use, damaging the sheath, preventing the basket from functioning. The risk analysis for this failure mode was reviewed, and it was determined that no actions were required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.